Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a discrepant elecsys estradiol iii assay result on a cobas e 411 immunoassay analyzer. The initial estradiol iii result was <5 pg/ml and was reported outside of the laboratory. The physician requested the sample to be repeated and the repeat estradiol iii result was 619.5 pg/ml. The physician approved the repeat result. There was no allegation of an adverse event. The estradiol iii reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The field service engineer (fse) found the voltages, flow path, and the performance test were acceptable. The customer did not use the recommended tube adapters. The analyzer maintenance schedule was not followed according to specifications. The investigation was unable to find a definitive root cause.